Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During attempted stent delivery system placement and prior to inflating the balloon, the stent implant dislodged from the balloon. The stent was removed from the vessel with a snare device. A non-abbott stent was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.